Event description:
It was reported that an ilet user experienced hyperglycemia, with glucose rising to 332 mg/dl while using a cartridge and infusion set, after the user forgot to announce lunch and had low remaining insulin before replacing the infusion set and tubing; subsequent glucose was 267 mg/dl. Investigation included customer care troubleshooting, and education on meal announcements. Investigation of this case revealed no observed infusion set or tubing malfunction and identified user error related to missed meal announcement and operating the system with near-empty insulin. No clinical symptoms reported during the event. Outcomes included self-management at home without medical intervention or hospitalization. It was concluded that the event was due to use error, not a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.